Manufacturer narrative:
The reported complaint was confirmed via medical facility statement. No additional action will be taken at this time.

Manufacturer narrative:
(B)(4). The sales representative ordered a replacement uas and had it sent to the customer. The customer installed the new latch and the device is operating satisfactorily.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the black plastic draw latch snapped off on the ultrasonic air sensor (uas) for the system-1 and now it can no longer be used. The device was not changed out, as the customer has two ultrasonic air sensors (uas) on each system-1, so they did the case with one uas instead of two. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.